Manufacturer narrative:
The subject device was received by edwards; however, evaluation is not yet complete. Edwards' evaluation results and conclusions will be reported once available.

Event description:
It was reported by the hospital via sales that an edwards pericardial patch container was cracked and leaking upon opening. Initial report states, " we went to get one off the shelf and the cardboard packaging was weird looking. I opened the box and it looked like it leaked and appeared to have a crack in the bottom of it. It was never opened." No patient involvement in this event.

Manufacturer narrative:
Device evaluation summary: the glutaraldehyde jar and packaging were returned and evaluated, and it was confirmed that the jar was damaged and the glutaraldehyde solution had leaked out. Significant cracks were observed on the bottom of the jar, which were large enough to cause a separation at the base. No additional damage was observed to the jar. The lid of the jar was closed and the shrink wrap was intact. Minimal glutaraldehyde was still present inside the jar. Edwards investigation and conclusions: a DHR review confirms that the jar passed all inspection points for product release. A review of the jar lot used to package the device found no non-conformances or scraps. Additionally, all receiving inspectors within the quality organization at edwards are also trained in proper handling and receiving procedures. There is no evidence to suggest any manufacturing non-conformities in the returned jars. Per preliminary packaging procedures, each jar undergoes a 100% visual inspection to ensure there are no leaks from the jar. Lab tests conducted by engineering successfully replicated the failure mode by dropping the jar and having the jar land on its base. From this distance and angle, engineering was able to replicate the same crack pattern observed on the base of the jar in question, without causing damage to any other part of the jar. The root cause of the observed damage on the glutaraldehyde jar was most likely due to improper handling. It is unlikely the damage was material related. If the cracks were material related, they would have likely been observed during packaging or they would have propagated slowly after packaging. If the cracks slowly developed, glut would have leaked out prior to use. However since engineering was able to replicate the failure mode observed on the returned device by dropping the jars, it is likely the jar was mishandled. Therefore, edwards investigation indicates that this event is related to user handling of the device, and not due to any device quality deficiency.